Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having internal fixation of the lumbar spine for lumbar spine degeneration. It was reported that during the use of the screw plug, the screw was slipped. Product explanted and will be returned. There were no patient symptoms or complications reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having internal fixation of the lumbar spine for lumbar spine degeneration. It was reported that during the use of the screw plug, the screw was slipped. Product explanted and will be returned. There were no patient symptoms or complications reported as a result of this event.